Event description:
It was reported when the device was used during a gastric bypass, there were no staples. The case was completed by hand suturing. The case was extended by 30 minutes. There was no pt consequence.